Manufacturer narrative:
Result: damaged foot-end cover. Damaged food-end cover slicing coil cable.

Event description:
It was reported by service report that the foot-end cover had a dent, and it was catching the coil cords and stripping them over time. No pt involvement or adverse consequences were reported.